Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an adm liner and a mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient experienced recurrent dislocations and was revised to a constrained liner.

Event description:
It was reported that the patient experienced recurrent dislocations and was revised to a constrained liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.